Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the device found the antenna shaft was broken. All parts were still attached. The reported condition was confirmed. This break is consistent with the user exceeding the shaft bend radius limit. The investigation identified the root cause of the reported event to be user error. The information for use (IFU) states, do not attempt to bend or reshape the antennas. Product damage and /or malfunction may result. Do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation the antenna was removed on the first ablation site and a crack was found in front of radiation part on the product. No patient harm was reported. New information - the investigation of the device found the tip of the needle was missing.